Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the past presented to the clinic for a post-implant device check. Interrogation showed the right ventricular (rv) lead capture threshold was elevated. The physician attempted to re-position the lead but the helix failed to extend. The rv lead was explanted and replaced. The patient was stable throughout.